Event description:
It was reported the pt was unable to establish communication between the ipg and the pt programmer. It is unk if the charger was unable to communicate with the ipg. It was also reported the pt has not charged her ipg in approximately 2 years. The pt is without stimulation. F/u info revealed the pt will undergo surgical intervention at a future date to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.